Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d8, d9, h2, h3, h6, h11. An olympus field service engineer (fse) was dispatched to the user facility and confirmed the reported issue. In addition, the following reportable malfunctions were identified during the device evaluation: cables-wear and tear. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image malfunctions due to cables-wear and tear. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the subject device exhibited image malfunctions. The issue occurred during set up of the device. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.